Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 22-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a blank display. The battery cap was not returned, and a test cap powered the pump on successfully. The pump cover was removed to find no internal moisture. An eeprom component failure was the cause of the blank display. The power issue was unable to be adequately investigated due to the blank display. Unrelated to the original complaint, the battery compartment was cracked from the threads to the cover.